Manufacturer narrative:
The pump passed testing for delivery accuracy.

Event description:
The pt received more medication than intended. The report stated the following: "dopamine bag was hung and set to infuse at 12cc/hour on secondary line of the infusion pump. On the primary line was lactated ringers set to infuse at 75cc/hr. The pump settings were verified by two rn's. At a few hours later, the dopamine bag was almost empty. The pump was zeroed close to this time ahd had not registered the full amount infused. It had only registered 70cc for 12 hours." Upon further query, the following info was received: there were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.